Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v550364, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v550364, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device had impedances of greater than 4 ,000 ohms on all bipolar and unipolar pairs. It was noted the patient went through airport security on (B)(6) 2014 without turning device off. It was reported the patient did not feel stimulation and had a return of symptoms the following day. It was noted the patient had not had any falls or trauma, but had done pilates and aerobics. It was reported the patient had a breast scan, but no MRI or diathermy. It was noted that increasing stimulation and change in position did not result in sensation. It was reported one of the electrodes had not been working. Refer to manufacturer report # 3004209178-2014-05771 for information regarding the other implantable neurostimulator.